Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a lactate dehydrogenase (ldh) level of 973 with a planned hemolysis workup. The log file review captured routine events with a slight uptick in pump power over the course of the log file. A later log file analysis found a no external power alarm which may had been caused by a double power cable disconnect while changing out batteries. A slight increase in pump power and pump flow was also seen on the log file. Hemolysis was diagnosed through labs, echocardiogram, and a computed tomography (CT) scan. The aptient also experienced icnreased heart failure symptoms including volume overload and fatigue. The patient was given bivalirudin and trental (pentoxifylline) and underwent a glucose tolerance test. The hemolysis was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to respiratory arrest. The pump functioned as intended without any issues or alarms. The outcome was not considered device or therapy related. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported increase in lactate dehydrogenase (ldh), respiratory arrest, and subsequent patient outcome could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended above the low speed limit. No significant changes in pump parameters (power/flow) were observed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis, respiratory failure, and death as adverse events which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under "anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.